Event description:
During service activity related to a field action, a ge healthcare field engineer identified gaps between the lateral blades and related bearing. No screws were loose on the associated components. No detector fall event and no injury occurred.

Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR# 9613299-2013-00001. The system in matter is a ge facility system in the education center. This system is under direct control of ge. It is not used for any clinical procedures of patients or scanning of any other person. As such, it is not likely that such a failure on this system will lead to any adverse event. The failure identified on this system results from the fact that it is being disassembled often as it is used for training and troubleshooting. The cause for the inspection fault is not considered a malfunction. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.